Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for follow-up in-clinic, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy due to the oversensing. Programming changes were made and the patient remains asymptomatic.